Event description:
It was reported that the tip of a polaris inserter adjuster was found twisted during a routine inspection. No information regarding timing or patient impact is available.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip of the device was twisted and fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris inserter adjuster was found twisted during a routine inspection. No information regarding timing or patient impact is available.